Manufacturer narrative:
(B)(4).

Event description:
The customer reported that on (B)(6) 2016 the qc was out of the acceptable range for all assays and she noticed bubbles in the procell/cleancell reservoirs. The customer primed the system and the bubbles were gone. She ran qc and it was acceptable. Prior to the qc being out of range, the customer had tested a sample for the elecsys tsh assay. The result was 0.91 uiu/ml and was reported outside the laboratory. On (B)(6) 2016, the customer happened to use this sample for a lot to lot comparison and the result from another cobas e601 analyzer was 7.33 uiu/ml. They repeated the sample on this analyzer and the result was 7.16 uiu/ml. The sample was repeated again on the other cobas e601 analyzer and the result was 7.16 uiu/ml. The customer contacted the physician on (B)(6) 2016 and provided a corrected report. There was no adverse event or impact to the patient. On (B)(6) 2016, the customer received alarms for "abnormal sipper 1 and 2 movement" and she again found air bubbles. For troubleshooting, the customer retested three other patient samples and the results were not discrepant. The reagent lot number was 15955701 with an expiration date of 02/28/2017. The field service representative found the air bubbles were caused by an issue with valves which he replaced. He verified the air was removed from the reservoirs by running several reagent prime cycles. The customer ran qc. Follow up with the customer confirmed they had no further problems and patient and qc recovery was acceptable.